Event description:
A medtronic rep reported that, per a site rep, the computer logged-out of the software while in a cranial biopsy case. Through trouble-shooting they were able to get back into the software, re-load the pt and return to navigate. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on the pt outcome.

Manufacturer narrative:
Pt weight not available from site. Software has not been evaluated as of the date of this report.